Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2018. The device failed suction and cycle specifications. It was identified in the evaluation that the customer's valves and connectors had residue on them. The device was then re-evaluated on (B)(6) 2018 using a (B)(4) lab kit, and it passed all suction and cycle specifications. Refer to attached evaluation. It can be reasonably concluded that the customer's report of low suction was attributable to the dirty valves and connectors.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage; and inspecting and cleaning the diaphragm. Following troubleshooting the customer indicated that the pump was still making a grinding noise and the low suction was not resolved. The pump was replaced for the customer. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she had mastitis once in (B)(6) and again in (B)(6), for which she was prescribed antibiotics. The customer also indicted that the mastitis was now resolved and that the replacement pump was working without issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her pump in style breast pump had low suction and was making a grinding noise. The customer also alleged that she had mastitis twice, last time being one month ago.